Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficult to remove the closure device could not be replicated based on the returned device condition. The reported wing retraction problem and difficulty removing the device appear to be related to use technique such that the device was deployed in a calcified access site. The patient effect of pain and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the starclose instructions for use in the precautions section states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device used in a calcified vessel. Per the instructions for use: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral vascular interventional procedure. Reportedly, the starclose se device was stuck and could not be removed from the anatomy. The safety release mechanism was used, but the starclose se device could not be removed. Surgery was performed under general anesthesia to remove the starclose se device and achieve hemostasis. There was a clinically significant delay in the procedure due to the surgery to remove the starclose se device. Medication was given for pain. Hospitalization was extended one day. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.